Manufacturer narrative:
(B)(4). Lot number unknown / not provided.

Event description:
Doctor indicated that exploration confirmed that the iuniht abutment screw was fractured at the upper level and that it was retrieved carefully. A new abutment screw was ordered and crown fitted on (B)(6) 2018.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). A certain titanium hexed screw (iuniht) was returned. Visual inspection of the returned product identified that the screw had fractured across the base of the collar. There was evidence of significant wear due to usage around the threads and the shank. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: review of biomet 3i restorative IFU (p-iis086gr rev. E 11/2015) and biomet 3i restorative manual (instrm rev b 10/15) identified information regarding screw damage under section title 'warnings' and 'precautions'. As per the applicable IFU, improper technique can lead to implant restoration fracture and screw loosening. Surgical manual highlights the torque recommendation under torque matrix ¿ internal connection, page iii. Also, patient factors like presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading or gnawing) may cause screw loosening, restoration fracture, and/or implant failure. Complainant reported broken abutment screw. The reported event was confirmed through visual and physical inspection of the returned product. A root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.